Event description:
It was reported occlusion alarms occurred. Additionally, it was reported that an empty cartridge alarm occurred while the cartridge was not empty. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.